Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was over-sensing noise. No interventions were reported. The patient was stable.

Manufacturer narrative:
Additional information notes right ventricular (rv) lead was capped and replaced on (B)(6)2022. Update to h6 codes.

Event description:
New information notes the right ventricular (rv) lead was capped and replaced on (B)(6)2022.